Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and the buttons were not always responsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.